Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle fall into the patients body? Could you please confirm if the broken needle was found? If yes, were x-rays taken to locate the needle piece(s)? Was the needle piece(s) retrieved during the same procedure? Does a piece of the needle remain in the patient¿s tissue? Are any plans in place to remove the needle piece in future? What is the lot number, lot number provided is incorrect (20000349)? All answers above are unknown. Once there is any update, we will update the information.

Event description:
It was reported that a patient underwent debridement and suture of a normal upper eyelid skin laceration on (B)(6) 2021 and suture was used. During the procedure, the tip of the needle broke. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.